Manufacturer narrative:
When restarting the central nurse's station (cns), the uninterruptible power supply (ups) started beeping and the cns went to a blue screen. Bypassing the ups and restarting the cns resolved the issue. No patient harm was reported.

Event description:
The nurse reported that someone had plugged a space heater into the power strip the central nurse's station (cns) was plugged into, which caused the display screen to go blank.

Event description:
The nurse reported that someone had plugged a space heater into the power strip the central nurse's station (cns) was plugged into, which caused the display screen to go blank.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018, nurse (B)(6) at (B)(6) system reported the cns-6201a (pu-621ra sn: (B)(6) monitor was not working. Customer had plugged a space heater into the power strip that the cns was plugged into and the monitor went blank. Service requested troubleshooting/assistance. Service performed: customer was advised to restart the tower. The battery pack (ups) started beeping and the cns went to a blue screen. Customer was instructed to bypass the battery pack and restart the cns. Everything worked as expected. The cns was up and running. Investigation result: the cns warranty began 04/30/2017, which is over 1 year at the time of reported failure. Review of device history found no previously reported issues with the monitor. There was a reported issue the cns monitor display was black. Suspected root cause is overloaded ups due to use of the space heater. Issue was resolved by bypassing the ups and restarting the cns. Review of device history found additional issue reported one week later: (B)(4) reported on (B)(6) 2018 in which customer reported powervar ups was bad. Customer later reported there was nothing wrong with the ups. The entire hospital was on an isolation ground, causing all ups's to give an f5 error. Based on the given information, this issue is not suspected to be caused by deficient cns or its design. Once power was restored to the cns, it was confirmed to be working as expected. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.